Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-06139. It was reported the patient requested to have her scs system explanted due to unrelated neurological issues. As a result, surgical intervention was undertaken on (B)(6) wherein the entire system was explanted.